Event description:
An (B)(6) female underwent emg. During procedure in left hip, the needle broke off from the hub and was retained in the pt. Pt taken to ER for attempted removal. ER physician determined that based on location of needle on x-ray, deep inside tissue, it may cause more harm to remove it, so he decided to leave needle in. He advised neurologist and pt accordingly.